Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v695849, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare provider requested compatibility guidelines for a MRI. There was not a suspected problem with the manufacturer device or therapy. Patient was reporting her device no longer works. Patient had a fall as well but was not sure when. Caller states she does not know what the patient means by device no longer works. She had no further information on this. Event date was unknown. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. Additional information requested regarding the device not working has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.